Event description:
It was reported the insulin pump had a spontaneous motor error alarm. Customer's blood glucose was 10.3mmol/l. Customer was able to clear the alarm and completed the rewind and prime process. Then the alarm reoccurred several times. No further information reported.

Manufacturer narrative:
The insulin pump passed the functional tests. However, it was received stuck on a motor error alarm loop that occurred during a bolus or basal delivery. No motor position encoder error alarm could be confirmed due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.